Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: total knee arthroplasty exhibits loosening of the tibial component associated with subsidence posteriorly and exaggerated posterior tilt of the tibial tray. Identified risk factors for tibial component loosening include generalized reduced bone mineral density and sparse cement mantle. The suprapatellar pouch is distended with radiodense synovial lining which may be due to synovitis versus bubble sign related to metallosis. If due to metallosis, the integrity of the polyethylene bearing comes into question. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: unknown nexgen articular surface; unknown nexgen tibial tray. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to unknown complications. Due diligence is in progress for this event; to date no additional information has been provided.